Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 77.1 pg/ml. The customer was prompted to repeat the sample as the result did not match the patient's previous result. The sample was repeated and the repeat result was 8.76 pg/ml. No questionable results were reported outside of the laboratory.